Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Event summary: it was reported that the patient was admitted to the hospital for heart failure symptoms and low flow alarms. During their inpatient stay, the patient had a computerized tomography (CT) scan. The patient was started on inotropes. The patient experienced shortness of breath (sob) and fatigue upon admission to the hospital. The low flow alarms were treated with intravenous diuresis. The patient had a psuedo-aneurysm of the heartmate ii outflow graft coupled with persistent slow ventricular tachycardia.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to ventricular arrhythmias. Whether the outcome was device or therapy-related was not provided. The device will be not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia, bleeding, and subsequent patient outcome could not conclusively be determined through this evaluation. The low flow events could not be confirmed as no log files were submitted for review. Heartmate ii lvas IFU, rev. C, lists cardiac arrhythmia, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20feb2015. No further information was provided. The manufacturer is closing the file on this event.